Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the capture threshold measurements have been gradually increasing from this right ventricular (rv) lead since the implant procedure. At the most recent follow-up, a substantial decrease in the pacing impedance measurement was observed (300 ohms), however, this value is still considered in-range. The physician elected to surgically explant and replace the rv lead to resolve the event. The patient was stable with no additional adverse consequences reported. The rv lead was received for analysis.